Manufacturer narrative:
The device was inspected and tested on (B)(6) 2018. Within this inspection functional testing and visual inspection was made. Results were: the release knob set screw is missing; no issues with locking mechanism detectable. Therefore no root cause for the reported slippage is detectable as it is unlikely that the missing set screw of the quick-release knob may had contributed to the reported event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted on (B)(6) 2018 by customer. Customer stated that skull clamp was involved in a slippage. There was a laceration to the patient.